Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with mentor memorygel breast implants 430cc and experienced tenderness, pain, fatigue, flu symptoms, dizziness, and migraines. The patient also reported device rupture on the left side. As a result, the patient will undergo removal on (b)(46) 2019. This report is for the right side.

Manufacturer narrative:
On 1/30/2020, additional information was received indicating the patient underwent device removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).